Manufacturer narrative:
(B)(4).patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a replace sensor now message occurred. It was indicated that an alternate site insertion occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause of the early sensor expiration was determined to be potential patient misuse as the session looks to have been stopped on a dual display device. The reported event of a replace sensor now message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.